Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. The customer's blood glucose level was 260 mg/dl. Customer continued to use pump for diabetes management. Cts to send replacement pump.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.